Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a brief rapid heart rate while sleeping. The patient would roll over and experience an elevated heart rate. The physician suspected that the event was caused from sensor detecting patient rolling around in their sleep. The patient would continue to be monitored.